Event description:
It was reported that during a cystoscopy with bladder biopsy, the user claimed that the tauber biopsy forceps failed to provide electrocautery. The procedure was prolonged for 20 minutes. Furthermore, it caused the biopsy site to become friable from extended grasping period and additional treatment was required to control bleeding.